Manufacturer narrative:
(B)(4). The device history record (DHR) and document assessment ((B)(4)) review did not show issues related to the complaint. The sample was returned for evaluation and there were no visual defects detected. Functional testing was also performed and the unit was connected to 110 vac. The unit failed the initial power connect test multiple times. The scenario is indicative of a defective power supply pcb ((B)(4)). The on-board power supply pcb was by-passed with a known good power supply pcb and the power connect test was attempted again, this time successfully. The complaint is confirmed. The power supply pcb is defective. The power supply pcb was manufactured 23 jan 2010 and will be replaced.

Event description:
The event is reported as: the unit will not power up prior to use. There was no patient involvement reported.